Event description:
It is reported that the surgeon did not remove the long mdn guide wire before the first attempt at drilling the 3.2mm guide wire for the lag screw, therefore, the tip broke off. After removing the mdn guide wire, and on a second attempt at drilling the 3.2mm guide wire for lag screw, the 3.2mm guide wire glanced off at the anterior portion of the nail and the tip broke off the second 3.2mm guide wire. The surgery was delayed approximately 1 hour due to the event.

Manufacturer narrative:
Evaluation summary: guide pin should be inserted for screen placement without contacting the cortical wall. If there is not sufficient cortical wall surrounding the guide pin, the nail may be repositioned. The probable reason for the guide pin gliding off the nail and fracturing off may be due to improper nail insertion along the axis of the femur. Evaluation: guide pins exhibit fracture damage to distal ends of devices. Fractured pieces were not returned. Devices were bent (folded in half) as returned. Scanning electron microscope examination of fracture could not be performed due to the size of the device. Energy dispersive spectroscopy analysis of pin showed fe, cr, ni and mo peaks, typical of 316l sst. No lot number was provided; therefore, manufacturing records could not be reviewed.